Event description:
The manufacturer received an allegation that a ventilator inoperative condition occurred. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and machine flow sensor were replaced to address the issue. In additional, muffler and filter were replaced due to dirty.